Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube, high voltage cable assembly, and the snubber board. System operates as intended.

Event description:
Customer reported, the system would not fluoro. No pt injury was reported.